Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant the lead was not sensing. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.